Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 6 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was transfused with 2 units of packed red blood cells (pbrc) on (B)(6) 2018 due to low hemoglobin level. Gastrointestinal bleeding was suspected. On (B)(6) 2018, the patient was again transfused with 2 units of pbrcs, and subsequently the hemoglobin level improved. It was also stated that the patient¿s hospitalization was prolonged due to the reported event. The patient was on aspirin and heparin at the time of the event. No additional information was provided.